Event description:
It was reported that after pre-dilatation with a 3.0 x 10 mm non-abbott balloon, the 3.5 x 15 mm xience v was advanced with a non-abbott guide wire in the left main and a non-abbott guide wire in the 1st diagonal. Heavy resistance was met during advancement in the guiding catheter and only the tip of the stent delivery system (sds) advanced out of the tip of guiding catheter. Thus the sds was pulled and pushed a little, again to advance, but the shaft became bent, and then separated. The procedure was completed using the same size xience v. There were no patient effects reported. No additional information was provided. This was initially reported only as a resistance issue; however, additional information was received subsequent to the return device analysis which revealed the shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and shaft and contrast on the shaft and hypotube. The stent implant was stationary on the balloon between the markers of the tightly folded balloon and no damage was noted to the stent implant. This is consistent with the reported information that the sds was inserted into the patient. Difficulty advancing an sds through a guiding catheter could be related to, but not limited to, the shape of the guiding catheter or damage to the guiding catheter, damage to the stent implant or stent delivery system, device size selection or accessory device support, interaction between devices and/ or anatomical conditions. To help ensure this of damage is not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process. The guiding catheter used during the procedure was not returned. The stent implant outer diameters were measured and met manufacturing criteria. Additionally, the returned sds was advanced and retracted through a 6f guiding catheter without resistance noted. Analysis confirmed the hypotube separated and noted the hypotube was separated 19cm distal to the strain relief tubing. The fracture faces were oval shape. The hypotube jacket was separated at the same location and was noted to be stretched and jagged. There were two kinks in the hypotube distal to the separation. There was no other damage noted to the sds. A hypotube shaft separation is often attributed to ductile overload at a kink. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Additional information was received and confirmed that the shaft separated during attempts to advance and retract the sds in the guiding catheter. It was reported that after experiencing resistance during advancement, attempts were continued to advance the sds through the guiding catheter and subsequently resulted in the shaft separation. It should be noted that the instructions for use (IFU)states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. It is possible that there may have been interaction between the sds and the guiding catheter which likely contributed to the reported resistance and (difficulty to position and difficulty to remove). The continued attempts to advance the sds through the guiding catheter during the interaction between the devices could have resulted in a kink and subsequently led to the shaft separation. The additional kink noted form the analysis could have occurred during the procedure or may have resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Although a conclusive cause for the difficulty to position and remove can not be determined, the shaft kink and separation appear to be related to the circumstance of the procedure and there is no indication of a product quality deficiency.